Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l49842, implanted: (B)(6) 1998. Product type: catheter: product ID 8703, lot# j94132984, implanted: (B)(6) 1994. Product type: catheter. (B)(4). "This thing," "putting up with this miserable thing," "it was horrendous," "things," messed up."

Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following this pump implant on (B)(6) 2013 "everything fell apart." On the first night, when the patient "had all that anesthesia in" him he slept, but had not "really slept a good solid night since then." "Some things were all messed up." "Somebody put the wrong medication in the pump" during the procedure (B)(6) 2013, from what the patient understood, the following physician "caught it" and the medication from the old device was put in the new one. The patient saw the following physician the week before the initial report, during which time the device was "checked" and the healthcare provider (hcp) said it "seemed to be working right, unless the pump was trying to catch up with itself" (it was unclear what was meant by that) and that the symptoms "sounded like classic morphine withdrawal." There were no medication or dose changes at that visit. The patient had also "talked to" his primary care provider (pcp) (the date of that visit was not reported) the patient told the pcp how he was "taking these drugs to try to control this thing." It was not clear what was meant by that statement. According to the pcp the patient "shouldn't even be able to eve wake up again," and took the patient off cymbalta (the dose, route and diagnosis was not reported.) It was noted that the patient was only taking 1mg requip for restless leg, which he "always had" in the right leg, and it was under control before the surgery and now takes "almost five" before bedtime "in order to slow it down enough" so the patient can "try and sleep." The patient was scheduled for a refill (B)(6) 2013. The patient was thinking about going in and getting it refilled with "fresh stuff and try again" but noted that he was "almost scared to do that." The patient reported feeling "creepy, crawly", jerking and twitching, that this was "horrendous," he "was putting up with this miserable thing" and that nothing had helped and noted that he "wanted to put a gun to his head for a while there." The device system was used to infuse bupivacaine, clonidine and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the medications used within the system were compounded baclofen, morphine, and clonidine. The cause of the event was a possible partial occlusion of the catheter at the pump/catheter connection. The patient¿s healthcare provider was going to wait until the next refill to see the residual volume.

Manufacturer narrative:
(B)(4).

Event description:
Further, an attorney alleged that the implanted pump caused the patient harm from (B)(6) 2013 through the present.

Manufacturer narrative:
(B)(4).

Event description:
On 7/16/2015 additional information was received from a consumer reported the new pump was installed and the catheter was not replaced even though it was old. The patient was taken back to 'wake up' room and went into respiratory arrest and was held in the hospital for 3 days and after some discussion with the physicians the patient was discharged. Sometime shortly after going home the patient went into severe morphine withdrawal and was that way for about one week. The physician had no idea was to happen. In 2013 patient had the catheter replaced and things were improving. The patient went in for post-operative visit and was also refilled with morphine and the patient went home. The patient was refilled in late or first part of 2014. Went home as normal and the patient remember nothing until they awoke in critical care at the hospital. The pump was overdosing the patient and their spouse took the patient to the medical center where the patient was given narcan and ativan the patient believed and the doctor admits that this pump was still not right but shows nothing on readout. The patient was currently looking into changing the pump for another brand.

Manufacturer narrative:
Previously reported device and evaluation conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-feb-14. It was reported that the catheter revision occurred on (B)(6) 2013. No further complications were reported or anticipated.